Event description:
Minihip / trinity revision of the stem and head after approximatively 4 months due to reported pain.

Manufacturer narrative:
Per 3468 - final report additional information, including post primary and pre revision x-rays, operative notes, patient age, patient activity level, patient medical history, and an update on the patient post revision were requested in order to progress with the investigation of this event. Nevertheless, the reporter informed us that he did not have access to these data. Also, the devices explanted were not available for examination. The appropriate device details were not provided, and the relevant device manufacturing records have not been identified and reviewed. Based on the above, no further investigation can be conducted, and the root cause of the reported pain could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes, patient details and return of the explanted devices has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed.

Event description:
Minihip / trinity revision of the stem and head after approximately 4 months due to reported pain.